Event description:
It was reported to philips that the device was stuck on the basic input output system (bios) screen rather than booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the reported problem. The fse tested the bios battery and found the voltage was too low. The fse replaced the bios battery, rebooted the system and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems got stuck on bios screen and won't get ready. Review of the system logfile, fse confirmed the malfunction. Upon further inspection, fse found that there was error 208 with 397 battery charger voltage too low. Fse replaced the battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.